Event description:
Per the audiologist's report, this bilateral patient's second implant incision healed well after surgery. However, the patient's mom reported in juanuary 2006 that a blister was present near the incision site. He had no infection at the time, but was placed on antibiotics. Two cultures came back negative. However, the skin continued to breakdown. The physician advised the patient and his parents not to use the device and take oral antibiotics as a precaution. The surgeon decided to move the receive/stimulator to another location, surgery was done in 3/2006. The surgeon reportedly suspects the patient was allergic to the type of suture used in the original implant surgery. Therefore, a different type of suture was used in the revision surgery. The child is now healing well.